Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient rec'd a pump exchanged on (B)(6) 2013 due to suspected thrombus.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further investigation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.